Event description:
Technical services received a call on 9/28/11. Caller asked what the size was on this lead. Caller is doing an lv lead revision. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).